Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was fractured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after the catheter was delivered into the patient, it was noted that this device was fractured at about 65 centimeters from the handle. The device did not enter the patient and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: wolverine cb mr, ous 10mmx2.25mm was returned for analysis. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified a complete break at 63.7cm cm distal from the strain relief and a hypotube kink at 3cm distal from the break site. A visual and tactile examination identified no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, after the catheter was delivered into the patient, it was noted that this device was fractured at about 65 centimeters from the handle. The device did not enter the patient and the procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.